Manufacturer narrative:
Unit received with cracked case at display window corners, display window, reservoir tube, reservoir tube window, and battery tube threads. Unit received with severely scratched lcd window. Unit received with broken reservoir tube lip. Unit received with missing reservoir tube lip o-ring. (B)(4).

Event description:
Customer reported that the insulin pump's display was cracked. Customer also reported that the reservoir compartment was cracked and one of the o-rings was missing. Customer did not recall any significant events leading up to the damage. Blood glucose level was 134 mg/dl at the time of the call. No further information was provided.